Event description:
On the event date, the distributor reported that prior to surgery, the rod caliper was broken. A part of the instrument was broken. In the same month, the instrument was received. During the visual examination, it was identified that the hinge pin was broken, missing at the hinge arm, causing the instrument to become non-functional. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
The event occurred prior to surgery. Product is an instrument and is not implantable. Evaluation is pending.